Manufacturer narrative:
(B)(4). Device evaluated by MFR: unit returned with its original pouch. The unit returned has coil unraveled. The device has the distal end broken and unraveled, the distal tip nor the ballweld were not returned. Od of middle of the device and od of proximal section are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2016. It was reported that guide wire uncoiling occurred. A 035/145 amplatz super stiff¿ guide wire was advanced to cross the lesion. However, during procedure, the guide wire uncoiled within the catheter. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed guide wire break.